Event description:
On (B)(6) 2014, the reporter contacted animas alleging a casing condition issue. This complaint is against the battery cap alone. The reporter stated that the battery cap was worn and had been changed within the last 1 to 3 months. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The device has been returned and evaluated by product analysis as follows: the top of the battery cap was observed to be stripped. A test pump was used to complete the investigation. The cap was able to fully tighten until the o-ring was seated and the cap was flush with the pump case. No power reboots occurred. Product analysis was unable to remove the cap from the pump normally and used pliers to remove the battery cap. The battery cap threads were observed to be intact and the battery cap spring was secure. The battery cap height and width contacts were within specifications.